Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device was discharging below 142 joules. There was no patient involvement.